Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported by the patient's daughter the patient's ipg site has ulcerated and he experiences burning, warmth, redness and swelling. The patient was advised to seek emergency medical care. Follow-up information indicated surgical intervention may take place at a later date.